Event description:
It was reported that the patient was operated on last friday and since then the device did not seem to be working. Further information has been requested.

Manufacturer narrative:
(B)(4).